Event description:
Mako robot system shut down after procedure started; reps tried rebooting several times; tech support assisting. Total knee procedure converted to manual cuts. FDA safety report ID # (B)(4).